Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 19 may 2015, it has been in distribution beyond its useful life as of date of event. No further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the freestyle lite meter. A caller reported the customer was unable to test due to the meter not powering on with button press or test strip insertion. Customer experienced symptoms described as loss of speech, profuse sweating, weakness, and a loss of consciousness and was rushed to a hospital where he was diagnosed with anemia and hyperglycemia. Unspecified treatment was provided and customer remained hospitalized for 3 days. There was no report of death or permanent impairment associated with this event.